Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was no longer using the pump and believes it was empty. He stated that at some point the patient had spinal surgery and the catheter was accidentally cut. He thought this was why the patient was no longer using the pump. However, the healthcare provider (hcp) did not know the date of the spinal surgery or whether it would have occurred after the end of service (eos) date of the pump which would have been in 2022. They were doing the magnetic resonance imaging (MRI) to rule out cauda equina. Additional information from a healthcare provider (hcp) stated that the spinal surgery was not related the pump or therapy. The catheter was damaged, so they were not able to refill the pump. The hcp could not recall the event date since the spinal surgery was done was done in another campus. They were unable to give me the surgeon¿s contact information. It was noted that they have no other additional information for the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2015. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-may-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.